Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under his back left therapy electrode (te). It was reported that the patient had open sores which were about 9 inches long and 4 inches wide. The patient consulted his physician who advised to remove the lifevest due to the sores and prescribed an ointment. Follow-up indicated that the patient's sores were improved significantly.